Event description:
During cryo case, the refrigerant tank (containing high-pressure liquid nitrous oxide; n2o), had to be changed. The nurse who changed the tank did not completely turn off the tank valve prior to removing the tank from the cryoconsole and a little gas escaped. The nurse then immediately turned off the valve. The nurse complained about pain and went on sick leave. Additional information was received on (B)(4) 2012 indicating that the skin had come off the nurse's hand.

Manufacturer narrative:
The reported injury was due to user error. The n2o tank valve was not turned off prior to disconnecting the tank from the cryoconsole. No device malfunction was reported and the refrigerant tank was not returned for investigation. The cryoconsole operator's manual contains instructions on changing the refrigerant tank. Step 3 of the "close and remove the existing tank section" indicates "close the refrigerant tank by turning the knob on the top of the tank clockwise." This is done prior to lifting the tank out of the cryoconsole (step 6). Appendix a of the cryoconsole operator's manual contains information regarding the refrigerant tank. The following note appears in the instructions for use: "avoid opening the tank valve when the tank is not connected to the console."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.